Event description:
It was reported, that the patient was admitted to the hospital. After receiving multiple shocks. Upon interrogation, ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes, consistent with supraventricular tachycardia (svt).rather than vt/vf was observed, resulting in inappropriate anti tachycardia (atp) therapy. Programming changes to adjust the vt zone was made. The patient was in stable condition, during evaluation.